Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy for insulin delivery and was guided through the process to put the faulty pump into storage mode before returning it. The customer was sent a replacement pump by cts, with instructions provided for its setup upon delivery.